Event description:
Pt suffered barotrauma and cardiac arrest as a result of a ventilator malfunction. Pt was treated with chest complressions, vasoactive medications and a defibrillator. The tube that leads to the expiration pressure sensor was found disconnected. Testing showed that a leak in this connection results in lower expired minute volume and greater exhalation resistance as the ventilator attempts to build up peep to the 5 cm h2o setting. The low minute volume alarm was set to 3 lpm, although the inspired minute volume was set to 20 lpm (1.0 lpm tv, 20 bpm). In simv, mode, no alarm was generated with a leak because the 3 lpm setting was too low. With a complete disconnect of the tube, a "pt-triggered" breath is initiated because the sensed expiratory pressure (0 cm h2o) is below trigger level (3 cm h2o). In this mode, ventilator is pressure controlled. It senses the overpressure, independent of front panel controls and alarms. The problem was discovered soon after the ventilator alarmed. Gas had accumulated in the pt's lungs since the ventilator did not allow complete exhalation in an attempt to obtain peep based on the false pressure readings. The expiration tubing assembly must have been improperly reassembled after cleaning or inspection. Motion of the exhalation valve probably caused the expiration pressure tube to gradually work loose.